Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary frequency, bladder leakage, cystocele, vaginal prolapse, urgency, occasional urge urinary incontinence, nocturia, low back pain, dribbling of urine and "feels something hanging out of vaginal opening". Furthermore, it was reported that the plaintiff died. The cause of the death was reported as cholangiocarcinoma with malignant biliary obstruction. Related MFR report # 2183959-2015-13946, 13948, 13951.

Manufacturer narrative:
Lawyer-filed report.